Event description:
Bayer case number: (B)(4). Near the right fallopian tube is a gray metallic coil embedded in the uterine serosa [embedded device], right essure perforated the cornua region on the right [fallopian tube perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("near the right fallopian tube is a gray metallic coil embedded in the uterine serosa") and fallopian tube perforation ("right essure perforated the cornua region on the right") in a 32-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gastric operation in 2013, premature birth in 2004 and ovarian cyst, ovarian neoplasm, fibroids, thalassemia, anemia sickle cell, anxiety, postpartum depression, depression, parity 3 (B)(6) 2008, (B)(6) 2010 & (B)(6) 2004), multi gravida, cesarean section (B)(6) 2010, (B)(6) 2008, (B)(6) 2004) and obesity. Previously administered products included: mirena. The patient had a family history of myocardial infarction, heart disease, unspecified, diabetes mellitus, hypertensive, coagulation disorder, malignant neoplasm of colon, uterine cancer and hypertension. Concurrent conditions were listed as abdominal pain, lethargy, weight gain, bleeding intermenstrual, bleeding genital, dysmenorrhea, frequency of menses and bleeding menstrual heavy. In 2013, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criterion intervention required) and fallopian tube perforation (seriousness criterion intervention required). The patient was treated with ibuprofen and ergocalciferol d2 as well as surgery (total robotic hysterectomy, bilateral salpingectomy with cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.7 kg/sqm. [Blood thyroid stimulating hormone] on (B)(6) 2024: normal limit. [Glycosylated haemoglobin] on (B)(6) 2024: normal limit. [Gynaecological examination] on (B)(6) 2024: anteverted uterus. No adnexal masses. Laparoscopically, the patient was noted to have normal ovaries and tubes. Left tube with essure device. Uterus with minimal adhesions from her prior c-sections. Right essure perforated the cornea region on the right. Omental adhesions to the anterior abdominal wall. Bilateral ureters were seen throughout the case out of the operative field. Cystoscopy, bilateral ureteral jets were visualized, and the bladder was noted without suture, defects, or lesions [hysteroscopy] on (B)(6) 2024: pre-operative diagnosis: excessive and frequent menstruation with regular cycle, dysmenorrhea specimen: endometrial tissue. Final pathologic diagnosis: 1. Benign endometrial tissue with proliferative and weakly proliferative endometrial glands. 2. Benign endocervical tissue. 3. No evidence of glandular atypia, hyperplasia, or malignancy. Details: a urine pregnancy test was negative. Uterus: anteverted. Size: normal. Sounded 9 cm. Bilateral tubal ostia were visualized. The uterine cavity was noted to be normal. Endometrial sampling was completed and sent to pathology. The patient tolerated the procedure without complications. Complications: none [pathology test] on (B)(6) 2024: final pathologic diagnosis: uterus, cervix, bilateral fallopian tube segments 1. Weakly proliferative endometrium. 2. Ectocervix and endocervix, no pathologic lesion. 3. Bilateral fallopian tubes, no pathologic lesion 4. No evidence of hyperplasia, glandular atypia, or malignancy. Specimens: uterus, cervix, bilateral fallopian tube segments gross examination: near the right fallopian tube is a gray metallic coil embedded in the uterine serosa. The myometrium is densely fibrotic with average thickness of 2.1 cm. [Physical examination] on (B)(6) 2024: female genitourinary: uterus: non-tender, mobile, normal size, and anteverted.; (date unknown): abdomen: incisions well healed. Female genitalia: cuff intact. No vaginal bleeding. [Pregnancy test urine] on (B)(6) 2024: negative. [Ultrasound breast] on (B)(6) 2018: ultrasound: real-time ultrasound of both breasts and both axillae was performed. Complete ultrasound was performed, all four quadrants and retro areolar regions were imaged and evaluated. No cyst or solid mass was identified in either breast. No sonographic abnormality was seen at the palpable area of concern in the upper inner right breast or the palpable area of concern in the upper inner left breast. No suspicious lymph node or mass was seen in either axilla. Impression: 1. There is no mammographic or sonographic abnormality at the palpable area of concern in the upper inner right breast or at the palpable area of concern in the upper inner left breast. 2. There is no mammographic or sonographic evidence of malignancy in either breast. A bilateral screening mammogram, in the absence of any clinical suspicion, at age 40 is recommended. [Ultrasound pelvis] on (B)(6) 2024: uterus & endometrium: size (l, w, h, v): 9.05 cm, 5.73 cm, 4.81 cm, 130.6 cm3 adnexa & cul de sac: left ovary: normal in size and echotexture size (l, w, h, v): 2.04 cm, 2.45 cm, 1.99 cm, 5.21 cm3. Right ovary: normal in size and echotexture size (l, w, h, v): 3.71cm, 1.97 cm, 1.91 cm, 7.31 cm3. Cul de sac: no significant fluid is noted in the posterior cul de sac. Impression: the uterus appears anteverted and homogeneous with no focal masses. Endometrium thickness is 6.12 mm. The endometrium is homogeneous and normal thickness. The right ovary and adnexa appear unremarkable. The left ovary and adnexa appear unremarkable. Cervix seen with multiple nabothian cysts. Bilateral essure coils seen. No fee fluid seen in cul de sac; on (B)(6) 2024: uterus & endometrium: size (l, w, h, v): 8.82 cm, 4.77 cm, 4.46 cm, 98.47 cm3. Adnexa & cul de sac: left ovary: normal in size and echotexture size (l, w, h, v): 2.59 cm, 2.28 cm, 1.6 cm, 4.95 cm3. Right ovary: normal in size and echotexture size (l, w, h, v): 3.17cm, 1.96 cm, 1.93 cm, 6.28 cm3. Impression: anteverted uterus, heterogeneous with no focal masses seen. Right essure coil seen. Limited views of right coil. Endometrium is ill defined/previous ablation. Left ovary appears unremarkable. Right ovary appears unremarkable. Cervix appears unremarkable. No fee fluid seen in cul de sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.